Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a rectosigmoidectomy procedure, there was a failure of the staple line in the distal 1/3 portion of the staple line. It needed to be reinforced with 3-0 prolene manually. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please clarify ¿failure of the staple line?¿ in the blue load in the final third the clips were in load but in this piece of load it was not possible to progress with the lever as the stapler locked. Doctor has a lot of experience with the device because it uses at least 6 per week in this hospital. Was the staple line incomplete? The staples were in blue load but in the final third of the line of staples when triggering the white lever it did not evolve. It was already in the second load. The fact occurred in the 1/3 final of the second load. The lever progressed until the final third and then stuck. The doctor came back with the lever and removed the device and made the manual suture where it was missing. Was the staple line complete but the staples were malformed? Were there any patient consequences? No. Surgeon checked the problem at the time and did the manual suture. Patient had normal postoperative and was discharged in the expected time upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.